Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: live call pharmacist reports that patient using the easypump ii lt 270-27-s-us for home infusion experience over infusion - the pump infused to fast. Pump was connected to the patient at 15.51 yesterday and reported that the pump was completed infusing between 3 am and 5 am. The device was supposed to infuse for 24 hours. Patient being treated with chemotherapy medication (5fu). This is the second time that this has occurred with this patient. The first time, the pump was discarded prior to reporting (pir 400694222). The patient will report to the pharmacy infusion at 11:00 and the be removed and sequestered to return for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was submitted to the manufacturer for evaluation. Final control flow rate report of affected batch 24e06ge512 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -1.53% and 3.49%. No abnormalities were observed from final control flow rate report. The received sample was weighted at 82.32 g. The average weight of an unfilled easypump ii for this article is 75 g and the retained volume should be less than or equal to 8 ml. Therefore, the pump was not emptied upon receiving. The sample was decontaminated and sent for flow rate testing. The flow rate deviation from nominal flow rate for the received sample was -5.97%. The flow rate of received sample is within specification ±15% deviation from nominal flow rate. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the sample is within specification and the reported defect could not be observed or replicated. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.